Manufacturer narrative:
Catalog number added.

Event description:
A peritoneal dialysis patient experienced an overfill during cycle 1 of treatment. The patient experienced iipv (increased intraperitoneal volume) of over 200%. The patient reported that the cycler was not properly draining and negative ultra filtration values remained. The cycler will be replaced.

Manufacturer narrative:
Device evaluation: the actual device was returned for evaluation. A simulated treatment was performed and completed without any failures or problems occurring. There were no discrepancies encountered in the internal, visual inspection of the cycler. A device history review (DHR) found no related issues to the reported complaints.

Event description:
A peritoneal dialysis patient experienced an overfill during cycle 1 of treatment. The patient experienced iipv (increased intraperitoneal volume) of over 200%. The patient reported that the cycler was not properly draining and negative ultra filtration values remained. The cycler will be replaced.